Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom middle port. The leak was discovered during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed an empty bag. The reported condition could not be verified from the photo as there was no evidence of a leak. No functional test was performed due to the nature of the sample. Should additional relevant information become available, a supplemental report will be submitted.